Event description:
It was reported that during a bilateral pelvic lymph node dissection and radical cystectomy procedure, the gray pad fell off in the patient and was retrieved. Another like device was used to complete the procedure. Unknown delay to the surgery. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.